Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that 10 days after the dental implant was installed in intraoral region #26 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed. The implant was immediately carried out and patient present insufficient bone quality/quantity (bone type iii).